Event description:
During intermedullary retrograde rod of the left femur, three 3.7 drill bits broke. All parts were retrieved and procedure completed. Image used throughout case confirmed no foreign body pieces were left in patient. Zimmer representative was present when event occurred and aware.